Event description:
Registrar using needle required 3 passes to get to tissue. Pt immediately in pain and requied immediate and ongong pain relief. Further communication with the custoemr revealed the pt had ultrasound which showed small bleeding into the liver capsule. The pt was admitted for treatment and observation. The pt was administered IV fluid and analgesia.